Event description:
Patient was draped and the surgeon laid the operating drill on the drape in preparation for use. An odd sound came from the drill and when the scrub tech picked it up, the drill was extremely hot. The scrub tech noticed a 1 mm hole melted through the drape, though there were towels underneath so it did not contact patient. The drill was removed from the field and tagged for repair.